Manufacturer narrative:
Evaluation results: one cadd legacy plus was returned for investigation in used condition. The customer reported product problem was replicated. The pump was found to be displaying the "1720" alarm message during the investigation. The backup capacitor was replaced as a result. The problem source of the reported product problem was unknown. A root cause was not established.

Event description:
It was reported that the pump exhibited "error code 1720". No patient injury or complications were reported in relation to this event.